Event description:
The facility's oncology nurse informed the MFR's representative of the following: for the last three (3) months they have been experiencing problems with the four (4) of these devices can flush and infuse meds, cannot aspirate or draw blood. These devices remain implanted. This report concerns the first device. The facility nurse requested to speak with someone regarding this event. Articles exclusive to partial occlusion of indwelling central venous catheters and the product instructions for use (IFU) were faxed to the nurse for review. The device remains implanted. No further details were provided at this time.